Event description:
Consumer stated that a false negative result was obtained after using inteliswab. They were tested at a clinic the following day and results were positive. (B)(6) 2021: walgreens.com. Accurate or not? I followed the directions carefully, and the tests showed negative for co-vid. I took two tests in a week. However, I was not feeling well that week and didn't quite trust the results. So, one day after taking my second home test, I went to a clinic for a test. It was positive for co-vid, and I definitely was sick with it for the next week. Perhaps co-vid hadn't hit me earlier in the week when I took the home tests, but I thought it was strange to have a negative result on thursday from the home test and a positive result on friday from a clinic.

Manufacturer narrative:
Consumer posted review on walgreens.com. No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer stated that a false negative result was obtained after using inteliswab. They were tested at a clinic the following day and results were positive. (B)(6) 2021 (B)(6). Accurate or not? I followed the directions carefully, and the tests showed negative for covid. I took two tests in a week. However, I was not feeling well that week and didn't quite trust the results. So, one day after taking my second home test, I went to a clinic for a test. It was positive for covid, and I definitely was sick with it for the next week. Perhaps covid hadn't hit me earlier in the week when I took the home tests, but I thought it was strange to have a negative result on thursday from the home test and a positive result on friday from a clinic.

Event description:
Consumer stated that a false negative result was obtained after using inteliswab. They were tested at a clinic the following day and results were positive. (B)(6) 2021 (B)(6). Accurate or not? I followed the directions carefully, and the tests showed negative for covid. I took two tests in a week. However, I was not feeling well that week and didn't quite trust the results. So, one day after taking my second home test, I went to a clinic for a test. It was positive for covid, and I definitely was sick with it for the next week. Perhaps covid hadn't hit me earlier in the week when I took the home tests, but I thought it was strange to have a negative result on thursday from the home test and a positive result on friday from a clinic.

Manufacturer narrative:
Consumer posted review on (B)(6). No followup is to be expected with the complaint file and the incident will be closed internally.